Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The investigation confirmed the problem and determined the hole in the lens was related to a customer usage issue or improper cleaning methods. There was no indication of either non-conforming material and no indication of design anomaly requiring further action. The transducer was replaced to address the customer's immediate concerns and no further similar events were reported.

Event description:
It was reported the c10-3v transducer had a hole in the lens with exposed electronics. The transducer was associated with an epiq elite ultrasound system. This issue was found outside of clinical use and there was no patient or user harm. A replacement transducer was shipped directly to the customer to address their immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.